Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer attempted to deliver a bolus but the numbers on the insulin pump's screen were ramping on their own. The customer removed the battery for a longer period of time and received a battery out limit alarm. After removing and reinserting the battery again, the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 7.4 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip and cracked battery tube threads.